Event description:
The customer reported that the system exhibited errors and required errors and required a reboot to regain functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt pcb assembly was evaluated and replaced. The system was were also reloaded. The system was tested and found to be working as intended and returned to service.